Event description:
Healthcare professional reported right side capsular contracture baker grade iii, "small amount of surrounding fluid", "radial folds", and "dislocation, prosthesis elevation". Device remains implanted.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.